Event description:
The distributor (B)(4) reported the suture cartridge was falling out of the shaft intra-operative. No pt complications were reported as a result of this event. Further information regarding the event was not available.

Manufacturer narrative:
Attempts to obtain additional information, including the information in requested in section a and d of this form, were unsuccessful.